Event description:
It was reported, "patient called stryker to report that she is experiencing a squeak emanating from her hip. Also feeling pain. Mostly when sitting for a while, or crouching down, or bending down. Pain only upon movement. Goes away when starts moving."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Info pertaining to the device(s) referenced in this report was requested. If add'l info becomes available, it will be submitted in a supplemental report.